Event description:
It was reported that a tube air maintenance error. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. E1: (B)(6). Device evaluation: one device was received for investigation with a cracked front and rear housing and damaged dso sensor. The device was visually inspected and functionally tested. Also, the dhl was downloaded and found no problems. The reported problem could not be duplicated. The complaint is not confirmed. The front housing, rear housing, rtc battery, dso sensor were replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.